Event description:
The customer contact reported during testing at the user facility, it was noted the device battery started smoking immediately after the device was powered on and began smoldering during the device self test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.